Event description:
It was reported that the flange of the tracheostomy tube has become separated from the shaft, "whilst in-situ on the pt". It was reported the tube has been "in-situ on the pt since 2008".

Manufacturer narrative:
The tracheostomy tube was returned to mfg and the failure investigation is currently in progress. When the investigation is completed, a follow up report will be submitted should any new significant info result.